Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8116-50, serial#: (B)(4). Description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to decrease in right leg motor function. It was unknown if the symptom was device related or not. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the decrease in right leg motor function was not device related.

Event description:
A report was received that the patient underwent an explant procedure due to decrease in right leg motor function. It was unknown if the symptom was device related or not. No device malfunction was suspected.